Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and the associated right ventricular (rv) lead displayed a slow rise in shock lead impedance. The measurement recently became greater than 125 ohms. A lead revision procedure was performed. The lead was explanted and replaced with another boston scientific lead. There were no additional adverse patient effects. The device remains in service.